Event description:
It was reported that the patient presented to the emergency room experiencing an intrinsic rhythm of 20 beats per minute. The pulse generator exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.